Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The patient stated one time he got a tremendous surge on the left side with the new ins and it incapacitated him. For the surge the patient went to the ER.